Event description:
Intra aortic balloon pump inserted in right (r) groin under fluroscopy in the cardiac cath laboratory under nonemergency conditions. Balloon hooked up to intraaortic balloon pump datascope system; 11/16/92 patient received a coronary artery bypass graft procedure in the operating room. On 11/17/92 at 0800 the balloon ruptured and was removed. The patient was not compromised. Another balloon was not inserted nor considered medically necessary at that timedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: balloon. Conclusion: device failure occurred and was related to event, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.